Event description:
It was reported that cartridge air bubbles were observed in the infusion set tubing. Reportedly, the customer disconnected at the t:lock. Tandem technical support educated the customer on not disconnecting at the t:lock. Customer¿s blood glucose level was 126 mg/dl. Reportedly, the customer primed the infusion set tubing to address the issue.

Manufacturer narrative:
Do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. If the connection comes loose, disconnect the infusion set from your body before tightening. Failure to disconnect before tightening can result in over delivery of insulin. This can cause hypoglycemia (low bg). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.